Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for the evo-fc-10-11-4-b device of lot c1349139 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1349139 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label . The instructions for use, ifu0062 which accompanies this device, states ¿¿ after stent placement, alternative methods of treatment such as chemotherapy and tumour shrinkage should not be administered this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It is known from the available information that the patient received chemotherapy after stent placement. As per instructions for use after stent placement, alternative methods of treatment such as chemotherapy and tumour shrinkage should not be administered this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding. It is likely that the follow up chemotherapy attributed to the stent migration. Confirmation of complaint : complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the pmcf study the stent migrated 371 days post stent placement. Confirmed quantity of 1 device, confirmed used. The patient required a new stent to be placed as treatment for the stent migration. It is known from the available information that the device did not cause or contribute to the patient death reported. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU and/label.

Event description:
Supplement report being submitted due to the completion of the investigation on 06-oct-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Device issue: stent migration; inability to perform intended function; yes, stent replacement: yes, direction, downstream, degree: not documented, contributing factors: no contributing factors. Description of event: device issue: stent migration; relationship: device; not related; procedure: not related; ancillary: not related, pre-existing: not documented, deficiency, no. Patient outcome: status: resolved; treatment: endoscopic; new stent side by side with the migrated stent; death no.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b of c1349139 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study. Manufacturing records review: prior to distribution all evolution devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there were any manufacturing issues associated with lot number c1349139. Historical data analysis: the review of relevant manufacturing records of lot number c1349139 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use (ifu0062), which informs the user of the following potential adverse events "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel ¿ bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumor or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor overgrowth, vomiting." It should be noted that the instructions for use (ifu0062) lists ¿stent migration" as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing/underlying conditions. It is also possible that the stent migration may be attributed to chemotherapy treatment post stent placement. Also, as previously noted, ¿stent misplacement and/or migration" is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the pmcf study the stent migrated 371 days post stent placement. Confirmed quantity of 1 device, confirmed used. The patient required a new stent to be placed as treatment for the stent migration.

Event description:
Supplemental correction report is being submitted following a review of this complaint file on (B)(6) 2025 to capture the occurrence of migration and the associated adverse effect, and to revise the root cause assessment by identifying use error as a potential rather than a definitive root cause. The correction also includes the change of a code from a2303 ¿ improper or incorrect procedure or method to a0104402 ¿ migration, and the change of g code from g07001 ¿ part/component/sub-assembly term not applicable to g040112 ¿ stent. Additionally, the investigation notes have been updated to reflect these revisions.